Event description:
During a coronary drug eluting stent treatment procedure, the stent dislodged from the balloon. The physician had implanted three taxus express2 drug eluting stents in the rca. While attempting to implant the fourth stent, a taxus express2 3.5 x 20 mm drug eluting stent in a difficult stenosis in the proximal rca, the stent dislodged from the balloon. The physician retrieved the stent/delivery device system from the rca, but then the stent embolized in the iliac artery. The pt is reported to be 'good'. No add'l info is available at this time.